Event description:
Pt was on ventilator when nurse noticed a cuff leak from et tube #8. Could not seal cuff by repositioning and adding air. Dr decided to reintubate with new tube. Pt's dental filling was recovered from pharynx.